Event description:
It was reported to philips that the system displayed a blue screen. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred when system auto restarted during procedure, after restart finished, procedure continued and completed as planned. The philips remote service engineer (rse) examined the system remotely and confirmed that the system displayed a blue screen. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system and found that the equipment was auto-restarting during scanning. To resolve the issue, pc restart was performed. After restart the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If shutter movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A did not emit x-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.